Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device 30754400l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. The patient¿s heart rate was low from the time they entered the room, and blood pressure decreased to about 80 during right pulmonary vein isolation (rpvi) under pacing. At the time of left pulmonary vein isolation (lpvi), cardiac tamponade was confirmed by soundstar, and the procedure was interrupted. The patient was left the room after pericardiocentesis. Atrial septal puncture was performed with using rf needle. Ablation was performed before tamponade was identified. Steam pop was not confirmed. Irrigation catheter flow rate setting ~30w:8ml/min 31w~:15ml/min. The stabilized after pericardiocentesis. The physician's opinions on the relationship between the event and the product was that there was a comment that this product was not the cause. Additional information received on the event. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it is not related with the bw product. The patient required extended hospitalization because of the adverse event, but details are unknown. There were no relevant tests, lab data, or history. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages observed during the procedure. Dashboard; vector; visitag force visualization features were used. The visitag module was used, parameters for stability used were range; time: 3sec fot: 3g/25% tag size: 2mm. Fot additional filter was used with the visitag and tag index color option was used prospectively.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 07-jul-2022, noted a correction to the 3500a initial as the physician information was omitted. Therefore, processed e. Initial reporter section.